Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient for in-clinic follow up after a motor vehicle accident. A device interrogation revealed recorded episodes of non-sustained right ventricular oversensing, and loss of capture exhibited by the right ventricular lead. Programming interventions were made, and threshold was increased. Capture was confirmed via 12 lead electrocardiogram. The patient was in stable condition.